Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age not provided by reporter. Additional product code: hwc. Not explanted. Device history records was conducted. The report indicates that the: original part mfg date: 4-may-2015, part exp. Date: n/a, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of va-lcp distal fibula plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Comments: the complaint determined to be unconfirmed based on the DHR review only. No device was returned for dimensional inspection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation of a left and right pilon fracture on (B)(6) 2015. The patient also had bilateral fibula fractures. The 2.7/3.5 va-lcp distal fibula plate was applied to the right side without complication. The resident was unable to get the screws to lock in the head of the plate as he was attempting to apply it to the left fibula. Six 2.7mm va locking screws were used but were unsuccessful. They used a second plate without complication. There was a younger resident doing this portion of the case and it appeared that he may have been stripping threads on the plate with the drill guide as he was trying to engage it in to the plate. It was explained to the resident that you should not force it but use light pressure over the cone to engage it. This seemed to work better. The procedure was successfully completed with a 15 minute time delay. The patient is stable following the procedure. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4).the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 7 for (B)(4).